Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level. Customer's blood glucose level was 45 mg/dl. The customer did not provide details regarding symptoms and treatment of their low blood glucose episodes. The customer also reported that they received hardware low level failure. Customer stated that the insulin pump was not able to stay into auto mode. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.